Event description:
The customer reported that the unit failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. There was no report of pt involvement. Philips verified the failure. Replacement of the therapy switch resolved the failure. The unit passed all post-servicing testing and remains at the customer site.